Manufacturer narrative:
(B)(4). The lot was manufactured from august 04, 2014 to august 05, 2014. The device evaluation was completed to investigate the reported issue. Visual inspection revealed a broken distal luer lock. Therefore, the reported condition was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a large volume intermate was broken. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.